Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid rca. Patient was asymptomatic / free of symptoms at 30 day f/u and 6 month f/u. A sudden pt death is reported to have occurred 13 days after 6 month review. Autopsy report is not available.

Manufacturer narrative:
(B) (4): eval results: (death).